Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an unknown quantity of 3 liter oxygen barrier 6-way bags with holes in the paper wrapper from hard plastic tubing tearing it. The reporter surmised that it is either due to rough handling at packing or paper is too thin to withstand normal handling. The condition was identified during set-up and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Upon evaluation, it was determined that the reported condition was in reference to the outer packaging not the empty container, therefore, there was not a breach of the sterile pathway. Additionally, this product is packaged in non-sterile packaging.